Manufacturer narrative:
The reagent lot number is 880868 and the expiration date is 30-jun-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer. The initial result was 3000.00 pg/ml. The sample was repeated using onboard dilution, and the result was 172.2 pg/ml. The sample was repeated, and the result was <5.00 pg/ml with a data flag. The sample was aliquoted into a sample cup, and the result was 23.47 pg/ml. The original sample tube was repeated, and the result was 0.64 pg/ml. The sample was repeated using onboard dilution, and the result was 246.3 pg/ml. The sample cup aliquot was repeated with onboard dilution, and the result was 229.4 pg/ml. The physician questioned this result. The patient had a new sample collected and tested the next day, and the estradiol result was <5.00 pg/ml with a data flag. The physician did not question this result.

Manufacturer narrative:
The calibration recovery data provided was within specification. The investigation did not identify a product problem. The root cause of the event could not be determined.